Event description:
The customer reported a snowy image with a low rex value. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep replaced the flat cables between the ref pc and di pc boards, and the driver pc board. He performed the calibration and self tests, and all functions met specifications. (B)(4).